Event description:
Customer reported a loss of communication between the panorama central station and wireless transceiver (tim), which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the unit. Corrections included replacement main cpu board. Unit was calibrated and safety tested to factory's specifications.